Event description:
It was reported that during the implant attempt, asystole was observed for 12 seconds. The device was attached to the lead and output spikes were observed on telemetry, but no capture. It was also reported there was difficulty getting the setscrew to engage. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.